Event description:
It was reported that during a procedure of the heavily tortuous, moderately calcified, concentric, 50% stenosed, de novo distal right coronary artery (rca), after predilatation was performed with a 2.0 mm balloon catheter, the 2.5 x 28 mm xience v stent was implanted in distal rca vessel. Then an attempt was made to deploy the 3.0 x 28 mm xience v stent in the distal proximal vessel, however, during inflation at 16 atmosphere the balloon under angiography did not appear to expand at all. The xience v stent delivery system (sds) was removed from the anatomy without incident. The stent implant was noted to remain on the balloon. A different 3.0 x 28 mm xience v stent was successfully implanted at the lesion using the same inflation device. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough; inflation: seimens indeflator; guide catheter: heartrail. Device evaluation: a review of the device lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. An analysis of the returned device confirmed the reported device issue. Based on the investigation, no product deficiency was identified.